Event description:
Tr 0104 (retrospective evaluation): the patient had his device implanted on (B)(6) 2013. Low flow rates developed and the device was removed on this day.. The event resolved and the patient is currently doing well using an arteriovenous fistula.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure. Device discarded by user.